Event description:
Return reason: balloon rupture on 407-1h. Analysis determined: inspection found a small tear directly below the distal adhesive band of balloon. The origin of the tear was unable to be determined. No mfg defects were observed. Unit was used in vivo. This was not determined until analysis was completed. No further info on the pt's status is available.